Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to an infection. This system is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to an infection. This system is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.